Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 3006705815-2021-04537, 3006705815-2021-05823. It was reported that the patient had high impedances. As a result, the patient underwent surgical intervention during which one lead was explanted and replaced, resolving the issue. It is unknown which lead was explanted and replaced, so both are being reported.

Manufacturer narrative:
Date of event is estimated.